Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the mobile system. (B)(4).

Event description:
Reporter stated the customer received the following results on 2 different meters within 10 minutes: 115 mg/dl (aviva system) and 558 mg/dl and 209 mg/dl (mobile system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.